Event description:
A caregiver reported that the adc device would not power on with either button press or test strip insertion. The customer lost consciousness, and was taken to health clinic. The customer was treated with glucose injection by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. The reader powered on with a strip insertion. The reader log was downloaded and date and time were set successfully. Therefore, this issue is not confirmed. Additional information; d4 serial number has been updated based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with either button press or test strip insertion. The customer lost consciousness, and was taken to health clinic. The customer was treated with glucose injection by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.